Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 600 to 699 mg/dl. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and determined that the high bg was caused by the customer mixing old and new insulin. The pump was determined to function as intended.

Manufacturer narrative:
Device not returned.